Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2021-07799. It was reported that the patient presented for revision of the right ventricular lead due to loss of capture. Sensing was deactivated due to previously observed lead noise and decreased pacing impedance measurements. The lead was capped on (B)(6) 2021, and a new lead was connected to the pulse generator. However, upon connecting the new lead to the generator no capture was obtained at maximum output. The generator was subsequently explanted and replaced. Pacing, sensing and impedance were normal. The patient was in stable condition.